Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 2 bd plastipak¿ - 3-piece syringes had foreign matter. The following information was provided by the initial reporter: "...2 syringes with turbidity/particles inside the syringe."

Event description:
It was reported 2 bd plastipak¿ - 3-piece syringes had foreign matter. The following information was provided by the initial reporter: "...2 syringes with turbidity/particles inside the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-mar-2022. H.6. Investigation: four samples were provided to our quality team for evaluation. After visual inspection of all product, multiple defects were observed; one syringe was observed to have a broken plunger, one syringe was observed to have a leakage past the stopper ribs, and black particles were observed on the other samples. A device history review was performed for the reported lot 2006351, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the observed defects. As there were multiple defects observed, the failures and potential causes are further outlined below: embedded material: black particles were observed to be embedded within the barrel of the syringe. Molding parameters were reviewed for the reported lot and verified to be within required limits. Machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. While we could not identify a direct issue, this defect can occur due to burnt material generating during the molding process and becoming injected into the syringe mold, embedding the burnt material as seen in the sample provided.